Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, low pacing impedance was noted on the right ventricular (rv) lead. Rv lead revision is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition.